Event description:
The customer reported that a speaker malfunction inop was displayed on the avalon fm30 fetal monitor and no sound was coming from the device. It is unknown if the device was used monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.

Event description:
The customer reported that a speaker malfunction inop was displayed on the avalon fm30 fetal monitor and no sound was coming from the device. It is unknown if the device was used monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.